Event description:
Problem:false readings on masimo lncs dbi finger probes used on philips viridia and intellivue patient monitoring systems, recorded problems with masimo lot 11dbr and 10hc8. However, recently we tried a different lot number (11dfx) with the same results.summary: two lots of masimo lncs dbi probes are extremely sensitive to slight movement. These are not reprocessed and exhibit the problem immediately upon use. When monitored, patients detach from this style of finger probe, the monitoring system may continue to interpret changes in impedance on the masimo cable as pulsatile waves.philips healthcare bedside monitors in the viridia and intellivue with philips fast spo2 may interpret the impedance changes for extended periods (recorded up to seven minutes) thus giving the primary medical staff false diagnostic monitoring, trigger erroneous physiologic alarms, or record data in the emr electronic medical records that is not consistent with the patient's condition during hospitalization.background:clinical engineering department is investigating problems reported with the use of masimo lncs dbi pulse oximeter probes and philips viridia and intellivue monitors. Reports from nursing staff members came to the clinical engineering department's attention within days of standardizing masimo manufactured probes on all systems for which masimo states it offers a compatible probe. Masimo representatives conducted an exchange of all probes mentioned. Clinical engineering heard reports of false signal readings a few days after the exchange.initially brought to the ce department's attention during rounds with the intermediate medical care unit (imc) at the hospital. Clinical engineering immediately asked to speak to staff members who had observed the reported problem. Imc was the first department to report false signal readings from the masimo lncs dbi sensor. Several staff members reported that in various rooms with various bedside physiologic monitors, patients would remove the spo2 saturation of peripheral oxygen finger probe or it would detach from their finger. When these style probes were detached, spo2 readings would continue with a pulsatile, non-physiologic wave or an oxygen saturation reading of approximately 84%, or the combination of the wave and low spo2 reading.while the staff reported these problems to a clinical engineering technician, the problem recurred in an adjacent room and staff members observed that though the probe rested between the mattress and side rail, detached from the patient's finger, the bedside monitor displayed a non-physiologic waveform and spo2 of 84-87%. The waveform persisted at most for a recorded six minute interval while the erroneous oxygen saturation continued the entire time. During this window, clinical engineering worked with the nurse educator to determine why the false readings continue. At one point the probe was placed on an end table, horizontally without noticeable movement. This did not resolve the problem. This instance of erroneous readings was resolved only when the probe was placed back on the patient's finger.though this was the first time clinical engineering observed the reported complaint, clinical engineering and a masimo representative have reproduced this problem in other situations in an attempt to determine the likelihood of external interference from fluorescent or ambient light or other sources of electromagnetic interference or movement. The most pronounced example of why clinical engineering concludes that movement is a key element of these false readings occurred under evaluation with masimo and clinical engineering: a masimo dbi probe was covered in a black bag and placed horizontally on an empty bed. When the mattress top was depressed as much as three feet away from the probe to a depth of no more than one and one half inches, the philips bedside monitor began to record pulsatile waves and an oxygen saturation consistent with reports and previous observations.a dbi probe from another lot (11bew) was used without excessive sensitivity in this trial to determine if masimo has issues with the two lots the hospital received. No reports of recurrence have been brought to clinical engineering.as a measure, masimo attempted to swap out 120 sensors, but the result was the same. As a final step until we can get some answers to why the dbi (boot) sensor is not compatible, masimo will immediately change out the dbi sensors for the lncs dci clip finger sensor that seems to be working ok. In discussions with philips, the masimo lncs dbi has not been validated for use with philips healthcare technology.======================manufacturer response for soft reusable sensor, lncs dbi (per site reporter)======================coordinating review and testing, compatibility testing. Masimo told us the probes were compatible, but we found out that the dbi sensors have not been tested against philips fast spo2 algorithm.